Event description:
It was reported that during a tooth extraction procedure, the physician and the female pt received a burn. The pt's burn was described as a small grade I burn on the bottom lip. There was no medical intervention no antibiotic was prescribed; scaring is also not expected. Info regarding the status of the physician has been requested. A readily available alternate device was used to complete the procedure.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.